Manufacturer narrative:
This ipg serial number was included in a field advisory. The investigation results will be provided in final report.

Event description:
It was reported the patient experienced a recharge burden. As a result, surgical intervention was undertaken during which the ipg was explanted and replaced. Surgical intervention addressed the issue.